Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the tablet serial cable was not functioning and causing communication issues. Issue was narrowed to the serial cable by swapping known good devices until the issue was isolated to the serial cable. A new cable was sent to the site to resolve the issue. The serial cable was received on (B)(6) 2015. Product analysis was completed and approved on 09/16/2015. An analysis was performed on the returned usb to db9 cable and a device failure was confirmed. Two disconnected wire connections in the returned serial cable were found. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.